Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that he replaced a worn ac power cord which was causing excessive chassis leakage. The fse completed the preventive maintenance (pm) with full calibration, functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that while performing preventive maintenance (pm) the intra-aortic balloon pump (iabp) failed the chassis current leakage test. No patient involvement. No adverse event reported.